Manufacturer narrative:
A third party service agent evaluated the customer¿s device and was able to verify and duplicate the reported issue. It was determined the cause of the issue was the j11/p11 (power pcba). The j11/p11 was reseated to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.